Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-09039. It was reported the patient was not receiving effective therapy. Lead diagnostics showed multiple contacts with high impedances. X-rays confirmed the lead had migrated and the lead had pulled out of the ipg header. The patient also reported experiencing pocket stimulation (reference MFR. Report#: 1627487-2018-09041 and 1627487-2018-09042 for pocket stimulation). The patient underwent surgical intervention where the ipg was replaced with a new one.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-09039.